Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. At the visit on site, the field service engineer (fse) could not find any problem. The fse verified the flap thickness with acrylic cuts. The system was successfully verified according to company specifications. The acrylic cuts were also verified by the company and could confirm that there is no indication of a product malfunction. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the thin flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that flaps are too thin. Surgeon feel that 110 microns flaps are too thin. No incomplete flaps were reported. Upon follow up, this surgeon experienced thin flaps on five bilateral patients. Patients were seen post-operatively and are reported to be well controlled. No post-operative problems reported. No measured flap thickness since the beginning have been received from the surgeons. Upon additional follow up, patients are well controlled and there are no post-surgery problems. Flap thickness has still not been measured. Measured flap thickness from the beginning was never measured by the surgeon. Site had cases of incomplete flaps and the idea was that the flaps were too thin and tilted. It was the feeling of the surgeons when they lifted, folded and re-positioned the flaps. Surgeons are to verify flap thickness with optical coherence tomography (oct) at follow up visit. This file represent dr. (B)(6) patient number ones left eye . Other reports will be filed for the other patients eyes performed by dr. (B)(6).